Manufacturer narrative:
Visual and x-ray examination of the lead did not identify any anomalies or damage. Electrical and impedance tests performed on the lead were all normal. The cause of high pacing impedance observed in the clinical setting could not be determined.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, elevated pacing impedance was observed on the right ventricular (rv) lead. The rv lead was explanted and a different rv lead was used to resolve the event. The patient was stable following the procedure and there were no adverse consequences.